Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer high blood glucose level was 600 mg/dl and low blood glucose level was 40 mg/dl. The customer was assisted with troubleshooting. The customer was treated with eating for low blood glucose and with water and bolus for high blood glucose. Customer stated that insulin pump was dropped. Customer stated that crack on the reservoir and screen tool. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.